Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-12. H6: investigation summary: one (1) customer photo was received for review and analysis. The photo confirms the reported issue of a partial retraction. In addition, bd sumter received twelve (12) push button blood collection sets for review and analysis. The customer samples were subjected to a retraction lock-out test. All samples passed the test, retracting properly with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Event description:
It was reported that during use with 2 bd vacutainer® ultratouch¿ push button blood collection set needle did not retract when activated. The following information was provided by the initial reporter: two phlebotomists used our 23g ultratouch. Upon removal and pressing the retraction button, it failed to retract.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with 2 bd vacutainer® ultratouch¿ push button blood collection set needle did not retract when activated. The following information was provided by the initial reporter: two phlebotomists used our 23g ultratouch. Upon removal and pressing the retraction button, it failed to retract.